Event description:
Additional information received from the healthcare provider (hcp) reported that the patient¿s device was evaluated in office 12 days after they were implanted. The hcp stated that parameters were adjusted to resolve the patient¿s stimulation issues and recharging instructions were provided to them as well. No cause was determined for those issues. It was noted that all of the patient¿s issues were resolved and they were receiving good stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were unable to charge their implantable neurostimulator (ins). The patient reported that their ins was getting low and they didn¿t feel stimulation. Troubleshooting steps were attempted; the patient tried repositioning the antenna but it didn¿t resolve the issue. The patient stated that the ¿reposition antenna¿ screen was displayed on their external device. The patient used the antenna locate (al) feature and then attempted a recharge session, which resolved the issue. It was reported that the patient was able to get 8 coupling bars and that their ins was about 25% full. The patient mentioned that they still had bandages and possibly some swelling. The patient was to follow up with their healthcare provider (hcp). It was noted that the patient had an appointment scheduled with a surgeon and a manufacturer representative to have their stitches removed. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.